Event description:
It was reported that during implant, the lead's distal coil appeared spaced farther apart. Under fluoroscopy, it was clearly seen that the coils did not look normal and appeared unwrapped. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was noted that the defibrillator conductor was distorted and there was blood in/on the helix/lobe mechanism. Visual analysis noted that the lead was damaged at implant and that there was a visible gap between the superior vena cava exposed coil filars is approximately .022 inch, which is within specification (which is .050 inch). The gap starts at 62.1 cm and ends at 63.4 cm.